Manufacturer narrative:
Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. The customer reported falsely depressed potassium and chloride results on the alinity c analyzer, serial number (B)(4). Through an investigation, it was found that the ict module, list number 09d28-04, needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely depressed potassium (k+) results for two patients and a falsely depressed chloride (cl-) result for one patient on an alinity c analyzer. The following data was provided (customer's normal range for k+ is 3.1 - 5.3 mmol/l; customer's normal range for cl- is 98 - 110 mmol/l): sample ID (B)(6) initial k+ result, on (B)(6) 2020, was 2.2 mmol/l, repeat was 3.8 mmol/l; initial cl- result was 60 mmol/l, repeat was 103 mmol/l. Sample ID (B)(6) initial k+ result, on (B)(6) 2020, was 2.3 mmol/l, repeat was 4.8 mmol/l. There was no impact to patient management reported.